Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA: 624392. H3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. During testing, the battery was inspected and was tested using the test handle. When testing the battery the following results were observed: the test handle would not power on. The power button was pressed multiple times but the display was not visible. It was reported that the monitor of the videolaryngoscope did not display when powered on even though the light on the tip flashes up. The reported issue was confirmed. The most likely cause was traced to component failure. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, the monitor of the videolaryngoscope did not display when powered on even though the light on the tip flashes up. The battery was 90 minutes remaining when it was disappeared. There was no patient involvement.